Manufacturer narrative:
Event date was estimated as (B)(4) 2014 as customer reported that they were not sure of the exact date of result comparison, however, thought it was within the last month. Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing on in ratio strips was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and product deficiencies were not observed. Improper use of the meter was identified in the complaint. Additionally, off-label use was identified. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: estimated date(B)(6) 2014. Inratio inr=1.5. Laboratory inr=2.3. The time between testing was within five (5) minutes. Reportedly, the meter was not in the correct mode when finger stick was performed and customer was using capillary tubes to collect sample. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.